Event description:
It was reported that the bd 20mm smartsite¿ vialshield closed vial access device experienced leakage. The following information was provided by the initial reporter: what was the cause of the spill? Ie; where was the equipment leaking from? ¿ was leaking from between the cva and the vial, freely flowing out. Was there any harm or exposure to the operator? -small spill, was contained by my day-lee towel inside the hood. Preparation involved: doxorubicin. Was there a spill? Yes.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a mv0520-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 9248. Feedback provided by the customer indicates that the leakage was observed from the connection between the vial and the mv0520-0006 device during attempted access. A review of the production records from lot 9248 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the bd 20mm smartsite¿ vialshield closed vial access device experienced leakage. The following information was provided by the initial reporter: what was the cause of the spill? Ie; where was the equipment leaking from? ¿ was leaking from between the cva and the vial, freely flowing out. Was there any harm or exposure to the operator? -small spill, was contained by my day-lee towel inside the hood. Preparation involved: -doxorubicin. Was there a spill? - yes.